Manufacturer narrative:
Explanation for code 68 (other) used in section h6: slight damaged/wear (caused by usage) was observed, located at the proximal inner diameter edge of the outer cannula. There were several components that are used with the trach tube. It is unknown as to the exact cause of the wear, or which component that was returned. A review of the device history records indicates that all product was acceptable upon release.

Event description:
The pt is on a ventilator at night.